Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level and reservoir was leaked at past second o ring. Blood glucose level at the time of the incident was 498 mg/dl. The reservoir will not be returned for analysis.